Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."

Manufacturer narrative:
The specific date of the event was not reported, a follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported that the adaptor became loose and leaked solution during treatment. During follow up the patient's clinic reported that the adaptor between a baxter axtraneal solution bag and a liberty pd set leaked during treatment. There was no adverse event related to the leak and no antibiotics were prescribed. The specific date of the leak was not known but was sometime during (B)(6) 2017. The adaptor was discarded.